Event description:
Initial info received from a physician nurse on (B)(6)-2010: a (B)(6), female, received treatment with poly-l-lactic acid (sculptra) on (B)(6)-2009, and (B)(6)-2010. On (B)(6)-2010, the pt developed little hard knots under her eyes at injection site. She reported that from the chart description the nodules were visible, palpable, and spans the lower lid under eye; the physician tried dilution with steroid injections with no change in nodules. The physician was able to surgically excise the nodules with no complications and has retained the excised nodules in preservative jar and will submit for analysis if requested. Concomitant medication and medical history were not provided. No further relevant info provided.